Event description:
The pt reported having "issues with her left leg dragging and falling; also reports her foot hangs down and her reflexes have changed". The pt indicated these symptoms started approximately 3 months ago. Follow up information indicated the pt was seen in the office by her hcp in september. An MRI was done and was reported to be normal. An emg was also performed but the results were not available. The hcp reported no device troubleshooting was done as there was no indication that the pump was not working. Prior refills revealed normal pump residual volumes. The drug used in the pump is morphine 15 mg/ml at a dose of 4.5 mg/day which had been increased from 4.0 mg/day.

Manufacturer narrative:
.